Event description:
Customer sent in sample of primary tubing, without noting what was wrong with it. Follow up with customer confirmed that tubing near drip chamber area leaked approximately 5-7 ml of chemo medication, "adriomycin," during patient use. Reportedly, there was no hole noted in the tubing that staff member was able to visually see. It was confirmed that no chemo drug spilled onto patient or staff, causing no injury. In addition, it was confirmed that staff members per facility protocol wear protective gear when handling chemotherapy.